Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas experienced prolonged hyperglycemia with a highest continuous glucose monitoring reading greater than 401 mg/dl over approximately six hours while using a libre 3+ sensor and an infusion set identified as cd 23, with the cause reported as unclear. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no hospitalization and management through troubleshooting and education regarding high glucose. Investigation included review of the event details and user-reported troubleshooting steps. Investigation of this case revealed no confirmed device malfunction, no confirmed sensor error, and no confirmed infusion set failure, with the cause of the hyperglycemia remaining undetermined. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.